Event description:
It was reported that during the procedure, the device's set screw appeared fully screwed out and was unable to be unscrewed to allow lead insertion into the device header. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The primary analysis finding noted no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.